Event description:
It was reported that an error code occured on an external pulse generator (epg). Technical services explained possible cause of the error code. The error code could not be duplicated. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).